Manufacturer narrative:
No malfunctioned device was returned to us (the manufacturer), but an x-ray image of the implanted malfunctioned device was provided to us (the manufacturer).

Event description:
The patient complained of pain. The complaint mentioned that an x-ray image showed the frame (also known as the nitinol ring) of the mesh of the hernia repair device, rebound hrd, was broken.